Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On the same day, the patient was treated with injection vancomycin (1 gram, once in 4 days) and injection cefepime (1 gram, once daily) for peritonitis. . It is unknown if the hp recovered from the event. Pd therapy was ongoing. Additional information was not available. This is report 3 of 3 involved in this peritonitis event.